Manufacturer narrative:
The reported event of high lead impedance was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
Related manufacturer report number: 2017865-2021-37465. It was reported that the patient presented in clinic for an implant procedure on (B)(6) 2021. It was noted that the right ventricular (rv) lead has high impedance and the right atrial (ra) lead had high capture threshold even after the position was changed. Both leads were replaced during the same procedure. The patient was in stable and had no consequences.